Event description:
Complainant alleged that the medic was treating a 17 year old male pt who had been the victim of an electrocution. The medic adminstered two 200 joule shocks to the pt with the device in semi-automatic mode. After correctly analyzing the pt heart rhythm as converted to a ventricular fibrillation rhythm. With the device in manual mode, the medic then attempted to charge the device (joule setting unknown), but the device would not charge. The pt subsequently expired.